Event description:
In 2001 tyco healthcare received a voluntary medwatch in relation to an 840 ventilator system. The medwatch report alleged that the ventilator quit cycling during pt use. The report indicated that the ventilator alarmed "vent inoperative" and "safety valve open". There was no report of pt harm. Add'l info received from the customer indicates that the nurse, who was at the bedside, began to manually ventilate right away with "ambu bag" and oxygen. She notes that the pt "went into asystole", but recovered immediately when manually ventilated with oxygen. She did not state that there was any unplanned add'l treatment given to the pt. The customer stated that at a later time after family requested a "do not resuscitate" status due to the pt's condition and prognosis. The pt later expired as a result of the pt's disease and not related to any device issue or alleged/reported malfunction.